Manufacturer narrative:
Investigation summary: the cannula and seal of the event unit were returned for evaluation. Upon inspection engineering found scratches on the inside of the cannula and confirmed that a portion of the cannula had broken off. The broken off piece was found to have a crack on the distal end. No other damages or defects were observed. The indentations on the inside of the cannula suggest that an instrument used during the procedure may have damaged the cannula and contributed to the breakage. Applied medical has recently implemented material enhancements which are intended to reduce the potential for this type of incident to reoccur. This unit was built prior to implementation of the material enhancements. This document represents our final report.

Event description:
Lap nissen fundoplication - "while removing the cannula out of the pt the trocar/cannula appeared to be broken in half. During the procedure they used instruments without excessive force." Pt status: ok.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.